Event description:
I've had 3 surgeries on my right shoulder and the second one is when they put in an exactech implant in (B)(6) 2019. Then on (B)(6) of 2023 the device had twisted and the screws had fractured inside my body so they had to remove it. There was too much bone loss from the device that they couldn't replace it. So now I don't have the use of my right arm at all. I've had several x rays and CT scans over the last 6 years they are all in my medical records.